Manufacturer narrative:
(B)(4). During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical devices: product location is currently unknown. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00300. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that patient underwent a revision I & d procedure (B)(6) 2021. Subsequently, patient underwent another revision procedure (B)(6) 2021 due to infection. All devices were removed and replaced with competitor cement spacers. Sales rep indicates that no additional information is available.

Event description:
It was reported that patient underwent a revision I & d procedure (B)(6) 2021. Subsequently, patient underwent another revision procedure (B)(6) 2021 due to infection. All devices were removed and replaced with competitor cement spacers.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00300-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records, raw material/sterilisation certificates and complaint history. A review of the manufacturing history records confirms that the products were manufactured & sterilised to predefined specifications, without any history of any non-conformances during the manufacture of the product and suggests that the product left zb conforming. Review of material certificates showed compliance to standards and specification. Sterilisation certificates confirmed that operation was conducted as required prior to shipment from zb. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. If any additional information becomes available, then the complaint will be reopened and investigated.